Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The pse found that the unit would need a new power switch overlay. The fse replaced the power switch overlay to resolve the reported issue. The fse also replaced the battery and the pm kit 2 (oxygen inlet filter, inlet air filter, cooling fan filter, blower assembly, cooling fan, and tubing kit) as part of preventative. The unit was tested and passed. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit declared an error 1105 (alarm led failed). There was no patient involvement.